Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 90% stenosed, eccentric and de novo target lesion was located in the mildly calcified and non tortuous left anterior descending artery. After predilation using an unspecified balloon catheter, a 20mm x 4.00mm taxus liberté stent was advanced but was not able to cross the target lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: initial visual examination of the returned device noted the presence of distal stent strut damage. Under microscopic review it was noted that the profile of the stent at its distal edge was disrupted by a raised strut. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).